Event description:
The customer reported that the unit would not power up due to a blown fuse. When the unit was powered on, the display was partially blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit¿s display was partially blank. The unit was triaged and the customer¿s reported condition was confirmed. Corrosion was observed on the overlay connector on the main pcba and inside the connector on the overlay. Further visual inspection found that fuse f1 had been hand soldered, which is consistent with information received from the customer. Corrosion was found on multiple components on the main pcba, including the overlay circuits and on the display flex assembly, accounting for the blank vertical lines. It was also observed that the rear housing battery door was damaged. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.